Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. Re-positioning was attempted but could not be done due to a clogged helix. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix was bent, stretched, and damaged and the inner coil in the connector region was over torqued due to procedural damage. The helix mechanism and extension length test was unable to be performed due to the condition of the helix as received. The cause of the reported event of failure to extend and retract helix was isolated to the over torqued inner coil in the connector region and the bent, stretched, and damaged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of high capture threshold and high pacing impedance were not confirmed.